Manufacturer narrative:
The complaint was confirmed as the product was returned. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the straight universal handle fractured during the initial hip procedure. Attempts have been made and additional information on the reported event is unavailable.